Event description:
It was reported by the affiliate co that during a tunica vaginalis testis procedure when the second needle went through the abdominal incision, the needle detached from the tape. There was no adverse outcome to the pt.